Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with angina and chest pain. The left ventricular lead was explanted and replaced. No further information was available.

Event description:
New information received on 05 dec 2019, indicates that an chest x-ray was performed that indicated that the left ventricular dislodged. The patient received phrenic nerve stimulation. The patient was stable.